Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).

Manufacturer narrative:
During an internal review of this complaint on february 25, 2016, it was found that the lot number was provided. The lot number is 17099339m. Therefore, the UDI number is (B)(4). The device history record (DHR) for the lot number 17099339m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. An internal corrective action has been opened to prevent this issue. (B)(4).

Event description:
During a clinical trial (B)(4), sponsored by bwi, during a procedure an esophageal injury occurred which required control fibroscopy and omeprazole 20 mg. The patient¿s medical history is unknown. The patient did not require hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is possible device related and definitely procedure related. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per 21 cfr, part 803, this complaint is reportable.